Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis was not reported. It was not reported whether the pt was hospitalized for the event. The treatment and outcome of the peritonitis was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Initial reporter - address (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.